Manufacturer narrative:
Evaluation summary updated: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2010; 505da22 mechanical valve implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device went from eri (elective replacement indicator) voltage to eol (end of life) voltage within approximately five weeks. The device was explanted and replaced. No patient complications have been reported as a result of this event.